Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, reporter informed that glare has not resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported rainbow glare in a patient's right eye one day post lasik. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the day of treatment. Rainbow glare is a known seldom potential complication of the treatment, as given in the procedure manual . (B)(4).